Manufacturer narrative:
Additional information received; it was reported per the physician that the article does not consider the endurant stent graft to fail but the use of the extra large self expandable stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; a word of caution for extra large self-expandable nitinol stents valdivia a, duque santos a, alvarez marcos f, romero lozano a, ocana guaita j , and gandarias zu niga c annals of vascular surgery 2017; 42: 305.e1¿305.e5 doi:https://doi.org/10.1016/j.avsg.2016.12.010. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was implanted in a patient for the endovascular treatment of a 80mm juxta renal aneurysm ( 7-mm neck length and severe anterior-posterior angulation) on an unknown date. The endurant was 22% oversized. A double flared extra large self expandable non mdt nitinol stent was implanted to secure the proximal seal. Final angiography revealed sac exclusion and no proximal endoleaks. 10 days after the procedure, the patient presented with severe abdominal pain. A CT scan showed bowel pseudo-occlusion. Control computed tomography scan demonstrated nitinol stent severe infolding and a possible perforation of the primary endograft. The patient declined any further treatment. Another complication occurred 1 month later, as limb occlusion was treated with femoral crossover by pass. Last control CT scan 6 months after primary procedure revealed sac enlargement of 5 mm and 6% of sac volume increase. It was said the complication in this case could be referred to an anterior-posterior severe angulation and short non mdt stent coverage, with tantalum markers pointing and perforating the endograft. No additional clinical sequalae were provided and the patient will be monitored.